Event description:
It was reported that the customer experienced blood at the insertion site. The customer also received a lost sensor alert. The customer's blood glucose was 36 mg/dl. The customer treated himself with glucose tablets. Troubleshooting was done. Advised customer to return the sensor for failure analysis. Confirmed that the customer was using proper insertion techniques with the sensor. Advised customer to replace the sensor as blood on the connecter could possibly damage the transmitter. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per specification with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm blood at site due to customer did not return needle sensor only.